Manufacturer narrative:
The download data from the returned device showed that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device leaking during wear or failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they had high glucose levels (400-450 mg/dl) and went to the emergency room (ER) 10 minutes after her pod ran out of insulin. She went to the ER on (B)(6) 2025, due to severe headaches and hyperglycemia. She is currently in the ER and does not know her discharge date. Treatment included fluids and two shots of insulin. The patient reported issues with three pods causing high glucose levels and requested replacements. The patient confirmed the pod cannula was inserted correctly, with no redness or swelling at the pod site, but noticed insulin leakage. She did not receive any recent messages or alarms on her omnipod 5 app. The pod was worn longer than 48 hours on the infusion site.